Event description:
It was reported there was a problem with the recharging system. The implantable neuro stimulator recharger (insr) was not charging. It was reviewed, connector pin might be bent. It was further reported that the pt was not able to adjust stimulation. It was stated a "call your doctor" icon was displayed. A power on reset (por) and estimated replacement indicator (eri) condition was reported. Pt noted she was recharging when she rec'd por and rec'd eri on her non rechargeable implantable neuro stimulator (ins). Both the eri and por message appeared on the pt programmer (pp) and it was unsure as to which device displayed the messages. The error code 006 was displayed on pp, as well. It was additionally reported pt stated batteries go hot and then changed the batteries and since then programmer would not even turn on. Pt was unable to turn device on with recharger. Pt was redirected to hcp. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available. Refer to manufacture report # 3004209178-2010-06224.

Manufacturer narrative:
(B)(4): final device analysis revealed a reliability non-conformance. The connector broke off cable assembly.